Event description:
It was reported to boston scientific corporation that an overstitch suture cinch was used during an endoscopic sleeve gastroplasty (esg) procedure on (B)(6) 2026. During the procedure, the cinch handle broke. As a result, the cinch failed to cut the suture. The procedure was completed when the tech manually cut the suture and deployed the cinch. There was no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: device code a050702 is being used to capture the reportable event of cinch failure to cut. Imdrf code f2301 is being used to capture the reportable event of additional device required.